Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during investigation, a review of the pump black box data showed cs 078 call service alarms had occurred. During testing, the pump emitted a cs 078 call service alarm when attempting to perform the rewind step. Further testing was not able to be performed due to the recurring cs 078 alarm. A visual inspection of the pump revealed multiple cracks in the battery compartment. There was evidence of moisture corrosion inside the battery compartment. A leak test was performed and a leak was found in the battery compartment. The pump case was removed; moisture corrosion was found throughout the inside of the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.